Event description:
Customer reportedly obtained results of 211mg/dl, 211mg/dl, 426mg/dl, and 158mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.